Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced low blood glucose (bg) below 40mg/dl. Customer experienced a seizure and required assistance addressing bg level with glucose tablets. In addition, customer addressed bg level with carbohydrates. Customer alleged that the pump did not deliver insulin as intended. Tandem technical support performed a pump data log review and found that the pump functioned as intended, however, customer maintained that the pump did not deliver insulin as intended. Reportedly the customer reverted to manual injections for insulin therapy.